Manufacturer narrative:
(B)(4). The device was in backup vvi mode due to battery depletion. The device has reached eol after approximately 4 years and 11 months. Review of battery data during service life found normal increase of battery impedance and normal decrease of battery voltage. Based on the average current drain the longevity of the device was found to be normal.

Event description:
It was reported that it was impossible to interrogate the pacemaker. The device was replaced. There were no other reported adverse consequences for patient than device replacement.